Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2013, an error message was displayed when parameters were printed out in pdf format. The programmer had then shut down abruptly after validating this message.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.